Manufacturer narrative:
Record type: should have been serious injury rather than malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital with pulse generator in backup vvi mode. The device did not respond to a magnet. No intervention could be performed, the device was explanted and replaced. No additional information was available.